Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they were having a return of symptoms. Patient stated that probably a month ago, they had a surgery, and since then they have been having the return of symptoms. Patient stated that they don't feel like they had to go to the bathroom, but it will fill their pads when they stand up. Patient also stated that it will stop once it fill the pad, but as they get to the bathroom, they can still go. Patient haven't made any adjustment since the hcp adjusted their therapy setting over a month ago. Agent had the patient connect to their ins. Agent also reviewed programming options. Patient was able to connect to their ins and change program. Patient was also able to adjust the stimulation to a comfortable level. Agent reviewed that the higher the stimulation, the shorter the battery life of the ins would be. Patient to monitor the symptoms and redirected to hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.